Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). The analysis results found that the devices (a and b) were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices were cycled, fed, and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch records were reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a mammary cleaning out procedure, there were spitting clips. After three or four firings when the surgeon relaxed the handle, a clip was ejected and no clip was released at the next firing. After this event, the surgeon could fire the applier several times and the same event occurred. A second applier was used with the same issue. No unexpected resistance was felt during the firing. Another like third device with a different lot number was used. There were no adverse consequences for the patient.